Event description:
After an implantation period of approx. 27 months oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The device and lead were explanted and replaced.

Manufacturer narrative:
The lead and the ICD were returned for analysis. First, the device memory data and the therapeutic functionality of the ICD were extensively checked. During the check of the device memory data, the clinical observation could be confirmed. Interference signals in the ventricular channel were detected in the available iegms, which led to several shock deliveries. However, the ICD proved to be fully functional during the analysis. There were no indications of a malfunction of the ICD. The observed discoloration of the ICD housing is caused by the formation of a titanium oxide layer at the surface of the ICD housing. This is normal and to be expected due to the strong electromagnetic fields during a shock delivery. The returned lead was extensively checked. Visually, multiple signs of abrasion were seen along the lead body. Especially in the distal area, the insulation was damaged due to fraying. This damage can be very likely regarded as the cause of the observed interference signals. Due to the characteristics of the damage pattern, massive mechanical stress of the lead in the implanted state has to be assumed. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information on the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and an increased physical activity of the patient, especially involving the upper body. As a last step, the manufacturing processes of the two devices were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.